Manufacturer narrative:
The medical center discarded all impella product at explant. No investigation or benchtop testing/analysis is possible. Root cause determination is not possible. Should more information be shared that leads to a definative root cause, a final report will be filed.

Event description:
The medical team in (B)(6) had an impella cp support that was successful in (B)(6) 2021. The team later in (B)(6) 2022 had a jpvad registry noted access site bleed that was treated by blood product infusion on day prior to explant.